Manufacturer narrative:
On 7/16/2020, the product investigation was completed. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve sheath tip detachment occurred. During the transseptal phase, when the physician was retiring the sheath, he noticed that the tip was detached but still attached to the guide wire. The yellow tip of the sheath was detached and was on the shaft which was able to be easily advanced. During the redo of the paroxysmal atrial fibrillation (afib) ablation procedure with harder transseptal tissue, several maneuvers were performed in and out of left atrium to make puncture site big enough for 2 sheaths. The sheath was exchanged with another and the procedure was completed successfully. No patient consequence was reported. Device evaluation details: according to pictures provided by customer, brite tip was observed detached. A non-sterile pref.guiding sheath w/mult.crv cannula was received for analysis inside a plastic bag. Per visual analysis, the brite tip was received separated from the cannula inside a plastic bag. In addition, during the visual analysis, elongations were observed on the fusion area of the body/shaft material of the cannula. The cannula was also observed flared on the fusion area and deformed near the holes below the fusion area. A cut/rent was observed on the outer surface of the brite tip. Moreover, blue transferred material from the cannula was observed on the inner surface of the tip. No other anomalies were observed. The cannula and brite were analyzed under the scanning electron microscope. Sem results showed that the separation of the fusion area between body/shaft and brite tip of the received preface cannula unit presented evidence of elongations and transferred material on the inner surface of the tip material. In addition, a flared condition was observed near to the fusion area of the cannula and elongations were observed on the rim of the ptfe material. Also, the cannula was observed deformed near to the holes located below the fusion area of the body/shaft of the unit. A cut/rent was as well observed on the outer surface of the tip material, as received. The elongations found on the inner and outer rim of the body/shaft material and the transferred material observed on inner surface of the tip suggest that fusion was achieved between body/shaft and tip. The cut/rent observed on the outer surface of the tip may have been caused during the interaction of the tip material with a sharp object. Moreover, the flared and deformed condition observed on the body/shaft material of the unit suggest that the device experienced excessive force applied during stretching/pulling events. The previously observed material characteristics are as well commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft and tip material were induced to a tensile force that exceeded the material yield strength prior to the separation. No other anomalies were observed during sem analysis also the elongations found on the inner and outer rim of the body/shaft material and the transferred material observed on inner surface of the tip suggest that fusion was achieved between body/shaft and tip. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause elongation in body shaft and brite tip separation cannot be related with the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, and according with the sem results it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020, and it was noted that no catheter was not in the sheath, only the transseptal needle. Also, section d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # ==> (B)(4).

Manufacturer narrative:
Additional information was received on february 26, 2020 and it was noted that during the redo paroxysmal atrial fibrillation (afib) ablation procedure, there was harder transseptal tissue. Several maneuvers were performed in and out of left atrium to make the puncture site big enough for two (2) sheaths. The physician reported that the tip of the 8f preface sheath was detached. During the transseptal phase with a use of a st. Jude medical brk transseptal needle, the physician retired the sheath as he noticed that the tip was detached but still attached to the guide wire. The patient was fine, and the physician continued the procedure with another sheath. The procedure was completed, and no patient consequences were reported. The physician¿s opinion is that the tip broke off during advancing the sheath through the scarred septum. When the sheath was in the left atrium is when the physician realized the tip broke and pulled it out after removing the second sheath. The dilatation of the same puncture site with 2 sheaths causes some mechanical stress, which is usually well tolerated by the sheath. Manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve sheath tip detachment occurred. During the transseptal phase, when the physician was retiring the sheath, he noticed that the tip was detached but still attached to the guide wire. The yellow tip of the sheath was detached and was on the shaft which was able to be easily advanced. During the redo of the paroxysmal atrial fibrillation (afib) ablation procedure with harder transseptal tissue, several maneuvers were performed in and out of left atrium to make puncture site big enough for 2 sheaths. The sheath was exchanged with another and the procedure was completed successfully. No patient consequence was reported. On january 21, 2020, the biosense webster, in. Product analysis lab received the device for evaluation, and it was noted that upon initial visual inspection, the sheath brite tip was separated.